Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two post implant, the right ventricular (rv) lead exhibited high, intermittent and unstable thresholds, and low impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found a few cuts on the lead with adhesive visible on them. There was a cut with adhesive unfilled, and that allows blood ingress on proximal conductor. Due to the length of time of the implant, and a large amount of blood in lead, these lead us to conclude that the lead was damage during the implant procedure. The breach insulation is likely the caused for the electrical complaints. If information is provided in the future, a supplemental report will be issued.